Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release covered stent was implanted during a dilatation and stent placement procedure in the esophagus on (B)(6) 2013. According to the complainant, the indication for the procedure was treatment for a stenosis due to a tumor. The stenosis was noted to be ¿very invasive, unusual and difficult¿ to treat. The stenosis was around 10 cm long located in distal part of esophagus; the top of the stenosis was located 35 cm from the upper incisors. Reportedly, the lesion was not tortuous but was slightly skewed to the right after gastrectomy. The lesion was dilated prior to the procedure. During the procedure, the stent was fully deployed; however, the physician noted that the stent had not fully expanded but was open enough to provide patency. Post procedure, on (B)(6) 2013, it was noted that the stent appeared to be collapsed in the center. Subsequently, an unsuccessful attempt was made to remove the stent and the stent was dilated using a dilatation balloon. The stent was left implanted and no further intervention is planned. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be ¿stable¿.